Event description:
The provider reported the pt was transported to the hospital, via ambulance for urgent oxygen treatment due to the yellow indicator light illuminating on concentrator. A yellow indicator means that oxygen concentration is between 70-86% concentration.